Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 01-feb-2023. H6: investigation summary ; customer returned (1) loose 0.5ml bd insulin syringe with an open polybag from lot# 2052388. The customer reported a damaged and broken hub. The sample was examined, and it was observed that the barrel tip was broken off and lodged inside of the hub assembly. A review of the device history record was completed for batch# 2052388. All inspections and challenges were performed per the applicable operations qc specifications. Embecta was able to duplicate or confirm the customer¿s indicated failure. A definitive root-cause could not be determined. H3 other text : see h10.

Event description:
It was reported while using bd ultra-fine¿ 1/2ml insulin syringe 29g the product was damaged. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: according to the customer's report, the hub was found to be cracked before use.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd ultra-fine¿ 1/2ml insulin syringe 29g the product was damaged. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: according to the customer's report, the hub was found to be cracked before use.